Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #[us FDA MDR] the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the right ventricular (rv) lead impedance warning occurred on (B)(6) 2014 for pacing impedance of greater than 3000 ohms. The short interval counts (sic) was zero with no evidence of inappropriate shocks provided on the save to disk.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. It was determined that the right ventricular (rv) lead exhibited high impedance of greater than 3000 ohms resulting from a suspected lead fracture. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.